Manufacturer narrative:
(B)(6). One trach tube was returned for analysis. Visual inspection performed and product found to be damaged and the cuff will not hold and an air leak was heard. Customer's complaint was verified. The component was reviewed and found not to have any manufacturing defects. No issues found with manufacturing review. The problem source is damage that occurred after shipment to the customer.

Event description:
Information was received that the bivona tracheostomy tube has two air cuff tracheal cannulae "draw" air independently, so they change from a desired state (unblocked) in a non-intentional state (blocked). No reported longterm adverse effects.